Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test +6.6%. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of failed accuracy test. Service history reviewed. No relevant service history found within review period. No relevant event history was found. Visual/functional testing was performed. Problem could not be confirmed through fluid accuracy test. Upon further investigation, found dso seal delaminating. Replaced dso seal. Device passed all testing criteria post repair.